Event description:
It was reported that the log file captured power sources being switched from mobile power unit power to battery power on (B)(6) 2025 at 18:57:28 and 19:06:09. In between that time, a driveline disconnect was captured at 18:59:34 which led to a brief pump stop. A no external power alarm was also noted due to both system controller power leads being disconnected from power. The emergency backup battery operated the system as intended during the no external power events.

Manufacturer narrative:
Section e1: the patient was admitted to (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of a driveline disconnect and no external power alarm were confirmed via the submitted log files. On 06may2025 at 18:59:34, the driveline was disconnected. At 18:59:45, the driveline was reconnected, and the pump ramped up to speed without issue shortly after. At 19:05:13, a no external power alarm activated due to both power cables being disconnected at the same time. At 19:05:21, the alarm resolved when external power was restored to the black power cable. The backup battery supported the system without issue during this event. There were no other notable events captured on the reported event date in the log file. Multiple attempts were made to obtain additional information regarding the cause of the driveline disconnect; however, no additional information has been provided. A root cause for the driveline disconnect was not conclusively determined through this analysis. The root cause of the no external power alarm was determined to be due to user error in disconnecting both power cables at the same time. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 28nov2023. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. The heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve driveline disconnect and no external power alarms. The heartmate 3 IFU section 3, entitled ¿powering the system¿, instructs the user to ensure one power cable is always connected to an external power source. The heartmate 3 IFU section 2, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.